Event description:
Info received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The tech could not tighten the ground lugs on the power cord plug so he replaced the power cord plug to repair the bed.